Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s reason for call was that they needed a manufacturer¿s representative to be present at their surgery to remove their ins. The patient stated that the ins they had was not working and it was so painful/tender at the implant site, they could hardly sleep at night because of the pain. The patient stated their healthcare provider wanted to remove it. It was noted that the ins was not working since about (B)(6) or (B)(6) of 2018, and the pain has been since implant. The patient was redirected to their healthcare provider. No further complications were reported.